Manufacturer narrative:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the procedure, about 3 hours since the thermocool® smart touch® sf bi-directional navigation catheterwas used, the patient¿s blood pressure dropped, and effusion was observed by the soundstar catheter on the left ventricle free wall. Cardiac tamponade was confirmed. Pericardiocentesis was performed to remove an unspecified amount of fluid from the pericardial space. On 5/30/2019, biosense webster inc. Received additional information about the patient and event. It was reported the patient was female and the patients condition improved after pericardial drainage was performed. Physician¿s opinion regarding the cause of the adverse event is that it was patient condition related. No error messages were observed on any bwi equipment during the procedure. The device evaluation has been completed. The device was visually inspected and it was found in good conditions. The magnetic sensor was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor was tested and it was working properly, the force values were observed within specifications. Then, electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, the irrigation and deflection test were performed and it was found within specifications, the catheter was irrigating and deflecting correctly. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Manufacturer¿s ref # (B)(4).

Manufacturer narrative:
On 5/30/2019, biosense webster inc. Received additional information about the patient and event. It was reported the patient was female and the patients condition improved after pericardial drainage was performed. Physician¿s opinion regarding the cause of the adverse event is that it was patient condition related. No error messages were observed on any bwi equipment during the procedure. On 5/31/2019, the bwi product analysis lab received the device for evaluation. Initial visual analysis observed there was no physical damage. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer¿s ref # (B)(4).

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. A manufacturing record evaluation was performed for the finished device 30151633l number, and no internal action was found during the review. (B)(6). Manufacturer¿s ref # (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the procedure, about 3 hours since the thermocool® smart touch® sf bi-directional navigation catheter was used, the patient¿s blood pressure dropped, and effusion was observed by the soundstar catheter on the left ventricle free wall. Cardiac tamponade was confirmed. Pericardiocentesis was performed to remove an unspecified amount of fluid from the pericardial space. It was then confirmed the effusion did not accumulate and hemostasis was performed. There¿s no information regarding extended hospitalization and patient¿s outcome. The physician commented that is unknown when the tamponade occurred. No abnormal contact values were observed during the case. Multiple attempts have been made to gain clarification on this event with no response. Should any new information be obtained it will be assessed and processed accordingly.